Event description:
The customer stated that his glucose was tested while at the doctor's office. The doctor's meter read 149 mg/dl and his meter read 22 mg/dl. The difference between readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.